Manufacturer narrative:
A follow up report will be submitted upon the completion of the investigation into this event. Related MDR 1219977-2016-00129.

Event description:
Received an article titled "outcomes of polytetrafluoroethylene-covered stent versus bare-metal stent in the primary treatment of severe iliac artery obstructive lesions" from the society for clinical vascular surgery 2015. The study consisted of assessing and comparing early and midterm outcomes of polytetrafluoroethylene-covered stents (css) vs bare-metal stents (bmss) in the primary treatment of severe transatlantic inter-society consensus for the management peripheral artrial disease (tasc ii) c and d iliac artery obstructive lesions. The study involved 128 patients that underwent stenting (advanta v12) of 167 iliac arteries; css were implanted in 82 iliac arteries between january 2009 and june 2014. Per the study 1 patient had lymph leak.

Manufacturer narrative:
We are unable to fully investigate this report as no product number, lot number or sample was provided. There is no indication this event is due to a device failure. Per the study, overall, the use of covered stents for severe iliac lesions has similar early and midterm outcomes compared with bare metal stents. In a subcategory of tasc ii d lesions with long-segment severe stenosis of both the common and external iliac arteries, covered stents should be considered as the primary line of treatment.